Event description:
The customer generated falsely elevated patient results when architect ca19-9 when reagent lot 08551m500 was in use. The customer stated patient samples were tested with architect ca19-9xr reagent lot 10726m500 and recalled reagent lot 08551m500 on two different architects and lower results were consistently generated with lot 10726m500. The customer sent samples to a reference laboratory that also uses the architect and results obtained were in line with results generated with lot 08851m500. The customer provided the following example of discrepant architect ca19-9 results for sid (B)(6): (B)(6) the customer indicated that unspecified patient(s) with elevated ca19-9xr results had been hospitalized/prolonged hospitalization, however, due to statements of patient confidentiality laws, no further information was provided regarding the circumstances for hospitalization or prolonged hospitalization.

Manufacturer narrative:
(B)(4). The customer stated no instrument error codes were generated when the ca19-9xr results were generated, however, the abbott field service engineer was evaluating the architect since the customer is a core lab. Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.